Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that while calibrating after pressing unlock, the real intelligence robotic drill would begin making a clicking noise as if it was attempting to unlock but would end up encountering a "communication failure: please contact robotics customer support" error. After pressing okay, it would them have an "internal error: the system has detected that the application unexpectedly exited" error and kick out of the demo case. No case involved; therefore, no other complications were reported.

Manufacturer narrative:
The real intelligence robotic drill, part # rob10013, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing found no fault in the drill and no errors were observed. Although the reported problem was not confirmed through a visual or functional evaluation, a possible contributing factor may have been an intermittent exposure motor or intermittent wiring connection in the drill. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.